Event description:
A report has been received from a dealer. It was reported a motor that is burning and smells of smoke. A call was placed to the reporter for additional information. All is resolved. Motor replaced. No injury. Any further information received will be provided in a supplemental report.